Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. Upon review of the event history log, a 'cassette not attached' alarm occurred twice and a 'downstream occlusion' alarm occurred 639 times. Functional testing was unable to duplicate. It was determined that the most probable cause was the dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette wasn't detected. There was no patient involvement and no harm/adverse event reported.